Manufacturer narrative:
A product investigation is in progress.

Event description:
String snapped off... Difficult time removing the tampon- vagina [foreign body in reproductive tract]. String snapped off... Difficult time removing the tampon [complication of device removal]. String snapped off [device breakage]. Case narrative: consumer reported via email that their daughter's tampon string snapped off during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String snapped off... Difficult time removing the tampon- vagina [foreign body in reproductive tract] string snapped off... Difficult time removing the tampon [complication of device removal] string snapped off [device breakage] case narrative: consumer reported via email that their daughter's tampon string snapped off during removal. No serious injury was reported.